Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. Without a lot number or device serial number, the manufacturing date cannot be determined. Evaluation summary: (B)(4) analysis confirmed the patient cable fracture.

Event description:
It was reported the epg (external pulse generator) and the patient cable were connected to the patient. A ventricular pacing failure was found with electrocardiogram monitor. The patient cable was exchanged. Then the patient's ventricle capture was started. The patient cable fracture was confirmed. The patient had about 40 bpm (beats per minute) of self heart rate. No patient complications were reported as a result of this event.